Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. An allergic reaction is possible. Additionally, erkodent reported no further complaints for this material lot. Lot #epro4-11890207 (erkoloc-pro) was manufactured from june 01, 2022 and was assigned an expiration of june 2025. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. Roughness: the flange was smooth. Internal/external surfaces were smooth. Crack: no major crack was found. Delamination: layers were intact and did not separate. Discoloration: the device appeared clear and transparent with yellowish tint. General cleanliness: the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water (for cleaning). Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry."

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced itching and splotching on the gums. The device was worn for a month (exact date unknown). The symptoms went away after rinsing the mouth. There is no medical or dental history, however there is an allergy to amoxicillin. The patient was advised to seek a consult an allergist for definitive result.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. UDI # is not applicable with the exception of serial number as the device is manufactured by prescription. Implant/explant date is not applicable as the device is manufactured by prescription and not implantable

Manufacturer narrative:
Additional information: d4, h4, h6 (type of investigation, investigation conclusions). Corrected information: h6 (health effect - impact code, medical device problem code). CAPA 23-006. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: b2. H4 was reported as additional information in the previous report instead of corrected information. CAPA 23-006. Manufacturer reference: (B)(4).